Manufacturer narrative:
Concomitant medical product: 4195-88 lead, implanted: (B)(6) 2009, 6947-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead may be intermittently undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.